Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified vessel in the arm. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for arm angioplasty. During the procedure, the balloon ruptured on initial inflation at 8 atmospheres for less than a second. The balloon broke longitudinally. The device was removed without any fragments left inside the patient. The procedure was completed with another balloon. No complications were reported, and the patient was in good condition.